Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2mg/ml, dose unknown) via implanted infusion pump. It was reported that the catheter part near the pump connector was damaged. There were no environmental/external/patient factors that may have led or contributed to the issue. 20 cm of the catheter was replaced. The issue was resolved at the time of report. The date of implant was asked, but unknown. The patient's pump was replaced. The patient's gender, age, weight, and medical history was asked, but would not be made available. The patient's status was alive - no injury. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the catheter serial/lot number was unknown. The cause of the damaged catheter was not determined. A small tear in the catheter was identified when the old pump was taken out. The tear was not caused during the pump replacement surgery. The pump was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# unknown, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.